Manufacturer narrative:
Product evaluation ¿ system: the customer called the company representative to assist with troubleshooting. The company representative walked the customer through steps to check the handpiece testing status and verified that the handpiece was not tested. The customer was instructed to test the handpiece and confirmed that the system functioned normally after the handpiece was tested. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer mis-use of product by not having the handpiece tested prior to use. Product evaluation ¿ handpiece: product evaluation: the customer called the company representative to assist with troubleshooting. The customer was guided into correct surgical steps over the phone as it was emphasized the tuning stage would clear up any issues with phaco. Based on the information obtained, the root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with no phacoemulsification during surgery. Patient impact is unknown. Additional information has been requested but none has been received.